Manufacturer narrative:
Section a2, a4, a5 patient information: customer indicated patient information cannot be provided due to personal data privacy legislation/policy. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted."

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient's left eye due to the patient experiencing hyperopic outcome. The visual issues were first observed during a post-op exam. Symptoms lasted about 2 months. Reportedly, the directions for use were followed. The iol was replaced with another jnj lens of the same model zlb00 but 22.5 diopter. There were no complications such as incision enlargement, vitrectomy, sutures or delay in procedure. Medication outside the standard of care was not prescribed. The patient¿s daily activities were not impacted by this event. Patient has fully recovered. No further information was provided.